Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had very bad scratches and customer states they can not read the display. The customer¿s blood glucose was 10.1 mmol/l at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Insulin pump received with scratched lcd window and case. Scratches do not impede visibility of screen. (B)(4).